Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify possible under delivery due to prime alarm. However, the insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels and no delivery alarm during manual prime. The customer's blood glucose level at the time of the incident was 400 mg/dl and the current blood glucose level was 122 mg/dl. The customer was treated with boluses on the pump. The customer stated that she changed into a new infusion set after that and then tried it again by pushing 3 units and received another no delivery and that she pushed 3 units again and then it went through. The customer was advised to possible connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform prime test, excessive no delivery test and occlusion test or verify possible under delivery due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.